Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent severe pain in pelvic regions (lower pelvic regions - sharp and throbbing) / debilitating pain") in a 23-year-old female patient who had essure (batch no. 901327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3, delivery on (B)(6) 2011, preterm labor and postpartum haemorrhage. Previously administered products included for an unreported indication: depo shot on (B)(6) 2011. Concurrent conditions included nickel sensitivity, vaginal bleeding, cramp in lower abdomen and adenomyosis. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("persistent severe pain in the abdominal regions / two weeks prior to period pains start getting stronger"), memory impairment ("forgetfulness") and migraine ("persistent migraines"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced mental disorder ("caused or aggravated her psychiatric or psychological conditions."). The patient was treated with surgery (laparoscopic removal of essure and bilateral partial salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, memory impairment, migraine and mental disorder outcome was unknown. The reporter considered abdominal pain, memory impairment, mental disorder, migraine and pelvic pain to be related to essure. The reporter commented: injuries for which she did not sought medical treatment: forgetfulness and migraines. Allergy to nickel, not diagnosed, but she have had reaction to other nickel items - earrings caused allergic reaction as a teenager. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Symptoms with debilitating pain subsided after the removal and then approximately two weeks prior to period, pains would start getting stronger again. She did not claim that essure worsened a previously existing injury/condition. The alleged symptoms or injuries resolved or decreased following essure removal.the severe/persistent/constant pelvic pain got better, but she have not been pain free like she was before essure. Symptoms with debilitating pain subsided after the removal and then approximately two weeks prior to period, pains would start getting stronger again. The plaintiff did not have complications from the removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2012: placement for evaluation of tubal patency the pathology report on (B)(6) 2013 stated the following: sectioning of the first fallopian tube reveals a congested cut surface. The cannot be identified (as given). Sectioning of the second fallopian tube reveals a tan-pink cut surface pin point lumen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine and pelvic pain, abdominal pain, forgetfulness. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent severe pain in pelvic regions (lower pelvic regions - sharp and throbbing) / debilitating pain") in an adult female patient who had essure (batch no. (B)(4)) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3, delivery on (B)(6), preterm labor and postpartum haemorrhage nos. Concurrent conditions included nickel sensitivity. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("persistent severe pain in the abdominal regions / two weeks prior to period pains start getting stronger"), memory impairment ("forgetfulness"), migraine ("persistent migraines ") and mental disorder ("caused or aggravated her psychiatric or psychological conditions."). The patient was treated with surgery (laparoscopic removal of essure and bilateral partial salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, memory impairment, migraine and mental disorder outcome was unknown. The reporter considered abdominal pain, memory impairment, mental disorder, migraine and pelvic pain to be related to essure. The reporter commented: injuries for which she did not sought medical treatment: forgetfulness and migraines. Allergy to nickel, not diagnosed, but she have had reaction to other nickel items - earrings caused allergic reaction as a teenager. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Symptoms with debilitating pain subsided after the removal and then approximately two weeks prior to period, pains would start getting stronger again. She did not claim that essure worsened a previously existing injury/condition. The alleged symptoms or injuries resolved or decreased following essure removal. The severe/persistent/constant pelvic pain got better, but she have not been pain free like she was before essure. Symptoms with debilitating pain subsided after the removal and then approximately two weeks prior to period, pains would start getting stronger again. The plaintiff did not have complications from the removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: no result provided the pathology report on (B)(6) 2013 stated the following: sectioning of the first fallopian tube reveals a congested cut surface. The cannot be identified (as given). Sectioning of the second fallopian tube reveals a tan-pink cut surface pin point lumen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine and pelvic pain. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff pfs received: the event severe and permanent injury was clarified as being: pelvic pain, abdominal pain, memory impairment, migraine and mental disorder. Essure lot number 901327 was provided. Medical history and lab results were provided. Information regarding essure removal was also reported. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.